Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the explant procedure, the surgeon located and removed one suture sleeve, which had split in two. The patient had prophylactic/pre-emptive open chest so that if needed, a bypass could be put on. After the extractor was removed, there was not initially any sign of tear, but then surgeon looked further and saw a tear. Pressure was held and the surgeon decided a clamp was needed and bypass procedure was performed. Additionally, it was reported that patient had wound dehiscence. No other adverse patient effects were reported during the procedure. The device and right ventricular (rv) lead were successfully explanted. The patient was stabilized on bypass and was ultimately released from the hospital. The device was returned for reliability analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.